Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a neuro interventional (aneurysm) procedure using a 6f sheath. Reportedly, a cuff miss occurred. Two other prostyles were attempted but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned with both respective needles and cuffs successfully engaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the returned device condition, a conclusive cause could not be determined as the reported needle to cuff miss could not be confirmed. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.